Manufacturer narrative:
One unpackaged ar-4030c-10 (no batch indicator present) was received for investigation. It was identified using digital caliper ID: (B)(4) that approximately 24.63mm of the biocomposite screw remained. Breakage and cracks were present across the three distal-most threads. The method used to prepare the bone during the procedure, as well as the bone quality provided, were not provided. As such, this event is most likely the result of improper bone preparation and/or user-applied mechanical forces via prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery while implanting the screw it cracked and broke in two when the surgeon removed it. The surgeon was able to retrieve the implant and the debris out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.